Manufacturer narrative:
On (B)(6) 2019 we have received the stem involved in this complaint. Visual inspection performed on (B)(6) 2019 by r&d project manager: the stem was analyzed, but no particular information were found in the received part; the coating is almost totally absorbed and seemed to be in good status. From the part it was not possible to determine the root cause of the event.

Manufacturer narrative:
Batch review performed on 12 july 2019: lot 146851: (B)(4) items manufactured and released on 14-january-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs manager: femoral component revision performed 4 years and 4 months after primary cementless total hip arthroplasty in a (B)(6) year old woman. In the radiographic image provided, radiolucent lines around the stem and signs of stress shielding are visible and the stem looks slightly undersized. The reason of this choice cannot be assessed on the basis of a single anteroposterior radiographic projection. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
The patient came in complaining about increasingly painful hip. Aseptic stem loosening has been detected and revision planned. Stem, head and liner have been revised about 4 years and 4 months after primary. The surgery was completed successfully.